Manufacturer narrative:
This report is submitted on june 17, 2021.

Manufacturer narrative:
This report is submitted on march 1, 2021.

Event description:
Per the clinic, the patient experienced poor sound quality with device use. The device was explanted on (B)(6) 2021, and the patient was reimplanted with a new device during the same surgery.